Event description:
It was reported that during lead and device implant, far field r wave oversensing and atrial undersensing was present. Sensitivity was programmed from 0.3mv to 0.6mv which resulted in intermittent loss of atrial sensing which resolved with changing sensitivity to 1.8mv. It was further reported there was right diaphragmatic stimulation. The lead was repositioned three times and a new lead was placed with the same results. The new lead was connected to a new implantable pulse generator (ipg) and p-waves were sensed appropriately. The replacement lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Concomitant medical products: 383059, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.